Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Analysis also indicated that the distal conductor of the lead was extrinsically over-rotated.

Event description:
It was reported that approximately two months after implant of the right ventricular (rv) lead, the patient presented to the emergency room with an arrhythmia. A loss of capture was noted. Device interrogation revealed that thresholds at implant and post operatively were excellent. However, thresholds then dramatically increased approximately one month after implant and continued to rise. Similarly, rv lead impedance was noted at implant to be acceptable and stable yet a large and abrupt drop in impedance occurred, corresponding with the increase in threshold, and then ultimately stabilized. The rv lead was reprogrammed to higher output sufficient for capture and set to unipolar pacing configuration. The patient presented to the emergency room again and a loss of capture was once again noted. The lead was reprogrammed again to even higher output and polarity was changed back to a bipolar configuration. A lead revision was scheduled. At the lead revision the following day, the lead was examined under fluoroscopy and appeared totally intact with no visible damage. The lead did not appear to have been wrapped and placed under the can. However, after extracting the lead from the body and analyzing it, it was noted that the outer insulation was eroded just distal to the suture sleeve. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.